Event description:
It was reported that the patient complained of peri-umbilical pain and patient requested the removal of the recalled mesh. The doctor that explanted the mesh reported that the mesh was intact with no defects identified.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Patient has taken possession of the explanted mesh, however, explant physician reported that the mesh was intact with no defects identified. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.